Manufacturer narrative:
Analysis identified that the stylus cursor did not respond/align with the stylus position on the touch screen. Recalibration was not possible. The programmer was functionally ok using the test display. Programmer is to be scrapped due to lack of parts . If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for preventative maintenance. The programmer subsequently tested out of specification during analysis. There was no patient involvement.